Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow up where it was observed that the right ventricular lead exhibited loss of sensing and noise. The lead was capped and replaced on (B)(6) 2020. The patient remained in stable condition before, during, and after the procedure.